Manufacturer narrative:
This report is submitted on april 05, 2023.

Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2023 and experienced subsequent loss of connection to the internal device. Open circuits were also noted on all electrodes except for the e18 and e22. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 24, 2024.